Event description:
It was reported that a cath lab w/5 port "off" manifold (600 psi), 72" admin set, and 4 ft transpac® IV experienced a loose connection that resulted in a leak during use. The report stated that the problem, recently, has been with the connection of the transducer on the left to the manifold. Either the connection is not tight causing fluid to spray or flow out. The transducers were not connected to other devices when the issue happened. The device was flushed with heparinized saline. Unable to send pictures that will define the problem. There was no patient harm reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.